Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that thresholds were increasing on this right ventricular (rv) lead, which had resulted in suspension of the right atrial automatic threshold (autocapture) feature due to low evoked response. The lead was fluoroscopically evaluated and found to be in a sub-optimal position. The lead was surgically repositioned, after which acceptable measurements were achieved. No additional adverse patient effects were reported. This rv lead remains in service with the patient's pacemaker.